Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. A functional control and a test run were performed and passed with no further issue shown. A review of all DHR´s could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report thata s5 mast roller pump was displaying an error message and while clearing the alarm, pump would not restart. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
A serial readout was provided to livanova deutschland for further evaluation. The investigation of the readout at the manufacturing site revealed that the pump worked within specification. Furthermore, it could be confirmed that the reported issue was caused by incorrect user handling.